Event description:
User facility voluntary medwatch received from cdrh that stated: "device is an anesthesia extension set 30 inch lot #31105ns. Anesthesiologist was using this extension set with propofol and the tubing itself came apart at the connection, it broke." Upon further query the following info was provided that indicated a tubing separation. After an unspecified length of time in use, it was reported the tubing set separated at a unspecified location. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for investigation. If the device is received, a follow-up report will be submitted.